Event description:
The patient experienced a shocking or jolting sensation and pain in her vaginal area. She met with her health care professional and was improving when he saw her. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).